Event description:
It was reported that the user experienced a low blood glucose of 53 mg/dl while using the ilet system and was advised to treat with fast-acting carbohydrates, after which the user ingested oral glucose tablets and glucose subsequently returned to 81 mg/dl. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding any device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial